Event description:
Reporter alleged the release button for the lancet device which is used for finger-stick glucose testing is jammed. The MFR's evaluations dept determined the lancet needle would protrude from the end of the dial cap and not retract. As a result, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.